Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 50 ml/hr and 24.7 ml were performed and tested in spec. The data logs were pulled from the device and showed that the device alarmed with error code 016 before a power cycle was performed. The log showed that the power recycled correctly and there were no further alarms. Device alarm 016 is for a keypad malfunction, however, the alarm was not able to be duplicated during the evaluation of the pump. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: administering rituxan for 1-2 hours, and halfway through the device stopped working. The patient was switched over to another device and the treatment was finished. No patient injury.